Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - f18 rehabilitation. H6 health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. The patient reported that her dexcom ¿failed¿ and possibly her tandem mobi insulin pump malfunctioned, however, the patient could not provide any further information on this. On (B)(6) 2025, the patient stated that she had been sick and was vomiting. She went to bed early. The following day, on (B)(6) 2025, the patient¿s husband came home from running errands and found her unconscious in bed. There was no documentation regarding what the cgm was displaying at this time. The patient¿s husband called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). It was reported that the patient¿s body was ¿shutting down¿ and her body temperature was 88 degrees fahrenheit. Approximately, five minutes after arriving to the ER, the patient had a heart attack, was intubated, and resuscitated for 6 minutes. Her bg level was found to be 1277 mg/dl. An unspecified procedure was also done; however, the patient¿s husband did not know what it was called. The patient was also reported to have been in a ¿diabetic coma¿ for 6 days. After her hospitalization, the patient was sent to a rehabilitation facility for one month to relearn how to walk. The patient stated she was ¿not okay¿ but ¿much better now¿ at the time of report. Performance data was reviewed. At 10:08 am on (B)(6) 2025, the patient's estimated glucose value (331 mg/dl) rose above the high alert threshold (250 mg/dl), and the app delivered a high alert at zero percent volume. The estimated glucose values (egvs) remained above the high threshold, and the app continued to deliver high alerts at zero percent volume until the alert was acknowledged at 11:03 am. The patient did not receive an audio alert as the alwayssound feature was disabled. From 12:43 pm to 12:58 pm, the app experienced temporary sensor failure for less than an hour. At 01:03 pm, the app delivered a high alert at zero percent volume with an egv of high (more than 400 mg/dl), and the alert was acknowledged immediately. At 01:13 pm, the app began experiencing temporary sensor failure. At 01:28 pm, the app delivered a temporary sensor failure alert, and it was acknowledged immediately. From 02:33 pm to 02:43 pm, the mobile device was connected to an automobile via bluetooth. From 02:33 pm to 03:28 pm, the app delivered high alerts at zero percent volume with egvs of high (more than 400 mg/dl). The patient did not receive an audio alert as the alwayssound feature was disabled. At 03:33 pm, the app delivered a temporary sensor failure alert at zero percent volume. At 03:38 pm, the app began experiencing signal loss. The sensor failed, and the app delivered a sensor failed alert at zero percent volume at 04:08 pm, 50 percent volume at 04:18 pm, and 100 percent volume from 04:23 pm to 04:43 pm. At 04:48 pm, the app delivered a sensor failed alert at 50 percent volume through an automobile speaker via bluetooth. At 04:51 pm, the sensor failed alert was acknowledged. Confirmation of the allegation and probable cause could not be determined. The patient was not in an active sensor session on the dexcom g6 app on (B)(6) 2025. No additional event or patient information is available.